Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. Same patient as MDR ID#: 2134265-2011-03362, 2134265-2011-03363. It was reported that following a coronary artery stenting treatment procedure, vessel obstruction and spasm occurred. The 1st de-novo target lesion was located in the 1st right posterolateral branch (rpl1) with 90% stenosis and was 12mm long with a reference vessel diameter of 2.25mm. Pre-dilation was performed with a 2.25x15mm apex balloon which led to obstruction of the vessel with the balloon across it. Inflations were performed and the stenosis in rpl1 reduced down to 30%, however, with some waisting of the balloon noted. A spasm was also noted in distal segment of rpl1. Nitroglycerin was administered which resulted in improvement of the spasm. The lesion was treated with placement of a 2.25x16mm taxus liberte stent, with 0% residual stenosis following post-dilation. The 2nd de-novo target lesion was located in the right posterior descending artery (r-pda) with 70% stenosis and was 10mm long with a reference vessel diameter of 2.25mm. The target lesion was treated with direct placement of a 2.25x12mm taxus liberte stent overlapping distally with the previously placed taxus liberte stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and prasugrel.